Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 . Correction to h6. The reported event could not be confirmed due to a lack of product/information. Visual examination of the provided photo revealed that some of the suture threads were outside the device. However, as no photos of the handle were provided and the product was not returned, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device did not trigger on an unknown date, and the user perceived that the threads were knotted. There were no known consequence's or impact to the patient, the proper surgical technique was used, and an alternate device was used to complete the procedure. It was reported that no further information is available.